Manufacturer narrative:
(B)(4).

Event description:
Customer complaint "a (B)(6) year old patient in the hospital for a left pleural symphysis. After the intervention, when he woke up, the patient made a move that lead to the breakage of the square angle connector at the level of the rotary connection". No patient injury or complication reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). One actual sample was returned for investigation. A visual inspection was performed on the returned complaint device and it was observed that the bronchial cobb connector was detached from the 22m/15f swivel connector. Dimensional measurements were done (inner and outer diameters) and they were found to be within specification. Based on the investigation performed, the reported complaint was confirmed. As the lot number was not provided the manufacturing date could not be determined; however, a CAPA was opened for this issue previously.

Event description:
Customer complaint "a (B)(6) patient in the hospital for a left pleural symphysis. After the intervention, when he woke up, the patient made a move that lead to the breakage of the square angle connector at the level of the rotary connection". No patient injury or complication reported. Patient condition reported as "fine".